Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The reported event cannot be confirmed. The root cause of this event remains indeterminable with the available information. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time. (B)(4).

Event description:
It was reported that this patient with a 3300tfx 23mm valve, with implant duration of three (3) years and three (3) months, underwent a valve-in-valve procedure due to stenosis and regurgitation. A successful tavr was performed with a 9600tfx 23mm. No other details at this time.